Manufacturer narrative:
Physio-control further evaluated the device and observed that some of the contacts of the charge-pak and on/off switch flex cable assembly were partially broken off from the cable's connector or the contacts were folded over. These contacts being folder over or partially broken off from the connector, caused that the charge-pak battery charger did not properly charge the device's internal hybrid layer capacitor (hlc) batteries. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not show ok in the readiness display after they had changed the charge-pak battery charger. During device evaluation, physio-control observed that the device's readiness display showed the charge-pak and attention icons. A few seconds after the device was powered on, it would power off again. There was no patient use associated with the reported event.